Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 100s-600s mg/dl. Manual insulin injections and an alternate insulin pump were used to address bg. Reportedly, the infusion sets were changed to address. Customer reverted to an alternate pump for insulin therapy.